Manufacturer narrative:
Additional information updated: h6: evaluation conclusion codes. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection, testicular pain, and persistent pain throughout the length of the penis, particularly notable during urination and when the pump was inflated. Additionally, the patient noted a curve to the left when the pump was inflated. A computed tomography (CT) scan was performed, which identified a left cylinder enhancement; therefore, the patient underwent a surgical intervention to remove the device. During the procedure, it was noted that the tubing was entering laterally on both sides. Two weeks later, at a follow-up appointment, left scrotal swelling was noted, concerning the medical staff about a possible epididymitis. No additional information was provided.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection, testicular pain, and persistent pain throughout the length of the penis, particularly notable during urination and when the pump was inflated. Additionally, the patient noted a curve to the left when the pump was inflated. A computed tomography (CT) scan was performed, which identified a left cylinder enhancement; therefore, the patient underwent a surgical intervention to remove the device. During the procedure, it was noted that the tubing was entering laterally on both sides. Two weeks later, at a follow-up appointment, left scrotal swelling and epididymitis were noted as a result of the procedure; however, the event was resolved. No additional patient complications were reported.

Manufacturer narrative:
Additional information updated: b5: describe event/problem. H6: patient codes. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection, testicular pain, and persistent pain throughout the length of the penis, particularly notable during urination and when the pump was inflated. Additionally, the patient noted a curve to the left when the pump was inflated. A computed tomography (CT) scan was performed, which identified a left cylinder enhancement; therefore, the patient underwent a surgical intervention to remove the device. During the procedure, it was noted that the tubing was entering laterally on both sides. Two weeks later, at a follow-up appointment, left scrotal swelling was noted, concerning the medical staff about a possible epididymitis. No additional information was provided.